Event description:
It was reported that during the implant procedure there was no output at 10v. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): lead was returned with no anomalies found, but with the helix/lobe distorted/bent.